Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(4) turning off on its own and being unable to power on again was not confirmed. No log files pertaining to the event were submitted for review; however, the power module was returned to the european distribution center (edc) for evaluation. The power module was functionally tested and there were no findings that impacted the unit¿s functionality. The unit performed as intended, and the reported event could not be reproduced. Preventative maintenance was performed on the unit., and the serviced power module was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number ppm (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate power module instructions for use (IFU) instruct users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 4.0 ¿power module backup power¿) explains that the power module has an internal backup battery, which will provide approximately 30 minutes of backup power during ac power interruption. It is also noted that in the event of an ac power interruption, the patient should disconnect from the power module and transfer to 14v battery power. The heartmate power module IFU (section 5.0 ¿power module alarm conditions¿) explains all power module related alarms and the appropriate actions to address them. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the power module was connected to a patient the power module turned off and stopped powering the patient. The power module was turned back on but it turned off again. The power module was exchanged. There was no impact to the patient.

Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.